Manufacturer narrative:
Philips service monitored logs, identified no further alerts, and closed the case. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that an fdc connection error caused exposure not possible on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.